Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received unexpected restart and a cold reset was performed. The customer¿s blood glucose was unknown. Customer reported that they were able to clear the alarm. Customer also reported that the insulin pump did require rewind. Customer was not able to complete rewind. Troubleshooting was performed. Customer was advised to the time and basal settings are retained. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to interface board. Unable to confirm unexpected restart error and unable to perform any tests due to blank display.